Event description:
A customer reported a loss of telemetry monitoring due to two ats (apex pro telemetry servers) shutting down. This is the first of two reports. No adverse events were reported. The customer found that the entire floor as well as the ats closet were "extremely hot." The customer stated that it did not appear that the air conditioning was operating.

Manufacturer narrative:
Ge healthcare has evaluated the info provided by the customer. The likely cause of the ats shutting down was due to elevated temperature environment caused by the customer's hvac system not operating correctly. The operating environment specifications for temperature, according to the ats service manual, are between 50 to 95 degrees fahrenheit. The apex pro telemetry server service manual contains the following warning: warning - equipment failure - do not locate the ats in an enclosed area that may restrict dissipation of generated heat. The ats uses an internal forced air cooling system. Any air flow restrictions may cause a rise in internal temperature which may result in equipment failure. The ats is capable of producing heat and must be physically located to allow for ample air circulation to properly dissipate the heat. The ge healthcare service engineer suggested that the customer contact their hvac maintenance person to immediately address the failure of the air conditioning system.